Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735416r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that system powered down during a surgery. The representative went to the site to gather more information. The site notified the system never shut down. The actual issue was the emitter was too far away from the patient and it simply stopped tracking. The surgeon refused to re position the emitter during the case. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Patient's demographics were received. If information is provided in the future, a supplemental report will be issued.